Manufacturer narrative:
PMA/510(k) # p100022/s014 (specific rpn is unknown). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kwon et al 2022 - one-year outcomes of two different paclitaxel-eluting stents (zilver ptx and eluvia) for trans-atlantic inter-society consensus document (tasc) c/d obstructive femoropopliteal lesions. This study aimed to assess and compare the real-world outcomes of pes treatment, using either zilver ptx or eluvia pes, for patients with tasc type c/d femoropopliteal lesions following suboptimal angioplasty. The guidewire was passed through the occluded segment in an antegrade manner for 34 (92%) limbs, either in traluminally or subintimally. Re-entry devices were used in 47.6% of cases (10 limbs) when re-entry was not possible. The lesion passage was achieved using retrograde punctures in 3 (8%) cases. A mean number of 2.5 ± 0.69 stents (range, 1 - 3) was used in this study, covering 24.3 ± 7.96 cm (range, 6 - 35 cm). For 22 (59%) limbs, three stents were used. A pes with a diameter of 6 mm was used for 35 out of 37 (95%) limbs. A pes of 7 mm was used for the other two limbs (5%). The details of the intervention procedure are summarized in table 3. Overall, 56 zilver ptx stents and 36 eluvia stents were used in this study; different stents were not combined in the treatment of a single limb. No residual stenosis or in sufficient luminal gain was found following post-stent balloon dilatation. Figure 2 presents representative cases of pes for tasc c and tasc d lesions. S. Finally, 32 limbs of 29 patients were followed up within a one-year interval from the procedure. All patients visited the outpatient clinic at three, six, and 12 months after the procedure, and changes in their symptoms and complications were carefully observed. The abi was also measured at six and 12 months after the procedure. All patients received lifelong aspirin (100mg/day) and clopidogrel (75 mg/day) six weeks after the procedure. In case of in-stent restenosis or occlusion, the interval between the procedure and further treatment was recorded. All complications were classified according to the 2017 society of interventional radiology (sir) scale. This complaint was opened to capture major adverse events requiring treatment occurred in two limbs (2/37). As per clinical input "require intervention/additional procedures". 37 limbs of 34 patients (30 males and four females) with the mean age of 71.9±9.1 years (range, 53-90 years) male sex - 182/250 (72.8%).

Event description:
Supplemental cancellation report is being submitted due to this complaint being a duplicate of a related file pr (B)(4).(report reference number 3001845648-2022-00880)

Manufacturer narrative:
PMA/510(k) # p100022/s014 (specific rpn is unknown) supplemental cancellation report is being submitted due to this complaint being a duplicate of a related file pr (B)(4).(report reference number 3001845648-2022-00880)